Event description:
It was reported that following an inflatable penile prosthesis (ipp) implant surgery, the incision was closed and as anesthesia began to wake up the patient, the patient started coughing and herniated his reservoir. The reservoir was replaced, and hernia was repaired. On march 07, the patient experienced infection and started getting IV infusions and antibiotics to try to save the implant. The device is still implanted. No further patient complications reported.

Event description:
It was reported that following an inflatable penile prosthesis (ipp) implant surgery, the incision was closed and as anesthesia began to wake up the patient, the patient started coughing and herniated his reservoir. The reservoir was replaced, and hernia was repaired. On (B)(6), the patient experienced infection and started getting IV infusions and antibiotics to try to save the implant. The device is still implanted. No further patient complications reported.